Event description:
It was reported that the right ventricular (rv) lead was oversensing the t wave. The sensitivity on the lead was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID rvdr01 implantable pulse generator (ipg), implanted: (B)(6) 2011. (B)(4).